Event description:
The nurse reported that the central nurse's station (cns) went into communication loss with connected device(s), the nurse reports that they just had a generator test. No patient harm was reported. Nihon kohden technician informed the nurse that they need to find the comm closet that the orgs are located in to reboot the org. The nurse stated that as an rn it would be it or biomed completing this task and would not perform any troubleshooting with nk's technician.

Manufacturer narrative:
Complaint details: the nurse reported that the central nurse's station (cns) went into communication loss with connected device(s), the nurse reports that they just had a generator test. No patient harm was reported. Nihon kohden technician informed the nurse that they need to find the comm closet that the orgs are located in to reboot the org. The nurse stated that as an rn it would be it or biomed completing this task and would not perform any troubleshooting with nk's technician. Investigation summary: customer reports experiencing communication loss at cns monitoring multiple telemetry devices. No reports of harm associated with this reported event. Root cause analysis: the failure mode for this event is unknown. Customer noted a generator test was just performed prior to reported incident. Technical support advised rebooting orgs as a troubleshooting measure. Multiple attempts on retrieving additional information were made without results. No parts replaced, no evidence of system malfunction. Review of system serial number finds no reoccurrence of this issue reported.

Event description:
The nurse reported that the central nurse's station (cns) went into comm loss with all the connected devices after performing a generator test. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) went into comm loss with all the connected devices after performing a generator test. Technical support (ts) informed the nurse they need have their local it or biomed go to the comm closet to reboot the org. The nurse would not perform troubleshooting with ts. No patient harm or injury was reported. Investigation summary: the failure mode for this event is unknown. The customer noted a generator test had just been performed prior to the reported incident. Ts advised of rebooting the orgs as a troubleshooting measure. Multiple attempts to obtain additional information were made with no response. No parts were replaced, and there was no evidence of a cns malfunction. A review of cns serial number found no recurrence of the reported issue. This event is likely and isolated incident brought on by the generator test. It is likely that the customer had their biomed reboot the orgs to resolve the issue of comm loss. As no further issues were reported, it is likely that the orgs are in good working order and did not require repairs to resolve the issue. A root cause is likely related to power loss at the facility. As no devices were returned for evaluation for this event, a root cause cannot be determined.

Event description:
The nurse reported that the central nurse's station (cns) went into communication loss with connected device(s), the nurse reports that they just had a generator test. No patient harm was reported. Nihon kohden technician informed the nurse that they need to find the comm closet that the orgs are located in to reboot the org. The nurse stated that as an rn it would be it or biomed completing this task and would not perform any troubleshooting with nk's technician.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) went into communication loss with connected device(s), the nurse reports that they just had a generator test. No patient harm was reported. Nihon kohden technician informed the nurse that they need to find the comm closet that the orgs are located in to reboot the org. The nurse stated that as an rn it would be it or biomed completing this task and would not perform any troubleshooting with nk's technician. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.